Manufacturer narrative:
This is a report of a use error where the patient did not tightly secure the connection between the patient line and transfer set, which resulted in a disconnection. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain two of four. The patient was connected at the time of the alarm. The patient stated that their transfer set disconnected from the patient line while they were sleeping, and they reconnected the patient line to the transfer set. The technical service representative (tsr) explained the alarm, assisted the patient to end therapy, and advised to start over with all new supplies. The patient stated that they did not tightly screw the connection between the patient line and transfer set, which caused the disconnection. The transfer set was replaced as a precaution. Proper procedures were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.